Manufacturer narrative:
The customer removed the misloaded accutni reagent pack and discarded it. Customer loaded a new accutni reagent pack. Service was not dispatched for this event as the root cause was known. Use error is the root cause for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the unicel dxc 600i synchron access clinical system was generating ind (indeterminant) flags on all levels of troponin (accutni) quality control results. The bec hotline identified a misloaded accutni reagent pack on the instrument, which caused the false qc results. No erroneous results were reported out of the laboratory. The customer did not run any accutni results. The misloaded accutni reagent pack was identified by qc results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.